Event description:
E-344 error air flow sensor failed the manufacturer received information alleging an "air flow sensor" alarm condition occurred on a trilogy 202 device. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.